Event description:
On (B)(6) 2012, the pt and her son reported that the check and up buttons of the infusion device are unresponsive and the up button is worn off. The issue began on (B)(6) 2012. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.